Event description:
It was reported that the surgeon inserted a micl 12.1 implantable collamer lens. The lens was explanted due to vaulting. Additional information has been requested, but none forthcoming. If more information is received a supplemental report will be submitted.

Manufacturer narrative:
A work order search was conducted and there were no similar records found within the work order.